Event description:
It was reported that the ilet screen did not consistently wake when the user pressed and held the wake/sleep button, although the device powered on when placed on the charger and later functioned after a firmware update was installed through the mobile app. Symptoms included no clinical effects. Outcomes included no impact to health, no alarms, and no interruption of therapy after the update. Investigation included user-led troubleshooting and installation of the latest firmware. Investigation of this case revealed that the wake/sleep button responsiveness improved after the firmware update, consistent with a transient device performance issue involving the user interface control. It was concluded, based on previously established findings for similar reports, that the cause was likely software-related and resolved by corrective firmware.